Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Pump passed the displacement, rewind, prime, basic occlusion, occlusion test, and self test. Pump primed properly and rewind functioned properly. No frozen display occurred during testing. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has a blank display and is frozen. The customer indicated that after five to ten minutes, the pump turns back on. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.